Manufacturer narrative:
Corrected data the two expedium quick connect dual innie polyaxial screwdrivers (product code: 2797-22-400, lot number: mi26614, mi25989) were returned to the complaints handling unit (chu). Both of the driver tips were broken. Neither of the tip fragments were returned for analysis. The samples were subsequently submitted for fracture analysis. Optical imaging on the fractured surface of the tip of the driver from lot mi25989 shows plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. The driver from lot mi25989 is driver is within the hardness specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spinal fixation operation room (B)(6) 2016. During surgery a 7 mm expedium fas screw was inserted into the pedicle. During insertion the tip of the quick connect expedium screwdriver broke off. The broken tip was not retrieved from the patient and is still wedged in the recess of the screwhead. As this is covered by the rod there is no possibility this part can move freely. There was no surgery delay. No adverse effects were reported for the patient. The surgery could be completed with a second screwdriver available in the set.